Event description:
It was reported that when an asymptomatic patient presented in clinic for routine device check, an alert for high voltage lead impedance greater than upper limit was observed. When interrogating the device it was found that all high voltage lead impedance measurements were in range. After remeasuring the high voltage lead impedance and reinterrogating the device the alert cleared.